Manufacturer narrative:
Device evaluation: no device is expected to be returned for investigation. Because the unit was not returned, the root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. If the device is returned in the future this investigation will be reopened and a f/u submitted.

Event description:
The user reported that the pressure infusion bag would not hold pressure and had to be replaced. No harm or injury to the patient was reported.